Manufacturer narrative:
Continuation of concomitant medical products: product ID: 37791,serial#: unknown, product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient (pt) had been hard to charge for awhile and now quit charging. Pt states they found a hot spot on the recharger antenna wire. Pt was not sure whether the hot spot was affecting their charging. Pt states they always had a hard time charging since implant. Pt states they had been unable to charge up as they had been seeing a dr symbol and elective replacement indicator (eri). Patient services (pss) reviewed how to bypass code to continue to charge. Pt stated its been 3 months since they last charged the ins. Pt states they noticed last week the burn on the recharger antenna cord and the cord was frayed. Pt states they didn't use the ins for 3 months because of the code eri they were seeing. Pt states since implant they always had issues. Pt states they haven't had luck with the ins helping their back but the pump has. Pt stated they have had to reset the ins 3 times they think. Pt states it wouldn't take a charge, the second time they never charged it, the 3rd time there was no reason and now no reason this time. Pt states the ins won't take a charge however did they did notice the recharger wire this time. Pss reviewed overdischarge potential and that patient will need to contact hcp. Pss advised to try and charge. Pt mentioned during call as well that they lost about 48lbs and the ins sticks out so they can feel where the ins is placed. Pt was later on seeing a power on reset (por) message and was seeing all 8 coupling boxes however none were shaded. Pss reviewed the antenna locate (al) feature as well and after doing al feature the patient was seeing por. Pss also walked through turning dial to see if this would help with coupling. Pss directed pt to call back when they were done charging the ins. The troubleshooting steps that were taken on the call resolved the issue. Pt was charging however no boxes were filled in. Pss reviewed it was still charging however it will take some time.

Manufacturer narrative:
Updated to adverse event & product problem. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.